Event description:
The iabp catheter was inserted through the left femoral artery in the cath lab the day before surgery (pre-op) at the request of the cardiac surgeon. No problems or complications during the procedure. Patient pulses (left pedal/dorsils) present after the iabp insertion and left groin stable. Iabp console functioning normally. There were no alarms indicating a helium leak or problem with the catheter. The patient went to cardiac surgery the day after implant of the balloon catheter and had a cabgx5, lv aneurysmectomy, lv ventricular lead placement and radio frequency ablation of the pulmonary veins. The patient came out to the critical care unit in critical but stable condition. The day after surgery the patient's iabp catheter spontaneously ruptured (observed by blood filling the helium line). Iabp console immediately turned off. Cardiac surgeon discontinued the iabp catheter. No problems noted, no loss of pulses on left. Patient had no known side effects for discontinuing the catheter or the rupture. Patient discharged seven days after surgery. Left groin stable and left extremity distal pulses normal.